Manufacturer narrative:
(B)(4). The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing depression and fever. The physician believed that the symptoms were not device related and it was noted that the cause was unknown. The patient underwent an explant procedure. No device malfunction was suspected.